Manufacturer narrative:
Based on the available information, a specific root cause could not be identified.

Manufacturer narrative:
Upon follow up, the customer stated they believed to the issue was due to a tech error and that the issue is resolved.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable immunoglobulin g (igg) result from the cobas c501 analyzer serial number (B)(4) for one patient sample that had been aliquoted by the modular preanalytic analyzer (mpa). The initial result was 100 umol/l which was reported outside the laboratory. This result did not agree with the previous result for the patient which was 425 umol/l. The customer pulled the primary sample tube and the result was 341 umol/l. This result was believed to be correct. The customer called and corrected the result. There was no adverse event. The customer noted the sample in the aliquot and the sample in the primary tube were different colors. The field service representative could not find a cause but suspected there was an issue with the aliquot head assembly. He discussed with the customer the possibility of an offline dilution in a different lab area after the aliquot was made. The customer noted the tube had more volume in it than the programmed aliquot volume on the mpa aliquoter. The field service representative verified the mpa aliquoter was aliquoting properly, performed a leak check and ran a rack path clean. All controls were acceptable to the customer and the system was performing to specifications.